Manufacturer narrative:
Zimvie complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2022. Concomitant medical product: unknown. Therapy date: unknown. The customer has returned the product to zimvie. The product evaluation is anticipated but has not yet begun. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the patient that her skin became irritated while using the 62b electrodes. The patient stated that she did not do the time test and used the same electrodes for 2 days in a row. The patient would take the electrodes off and put the same ones back on. Our customer service representative advised the patient to wait until her skin was completely healed then conduct a time test at 1-hour increments starting with the 63b electrodes. They also discussed changing the electrodes each day and changing the position of her skin. The patient was advised to call back if there are any issues during the time test. The patient stated that she stopped using the product on her own because of the allergic reaction to the electrodes. The patient made her doctor aware that she stopped using the product. The doctor did not prescribe any medication to her. The patient stated that she will talk to her doctor again and might try treatment again starting with 30-minute increments. The patient will return an example of the 63b electrodes and will follow up with them next week. The patient stated that she went to the emergency room last week for an unrelated issue and used the electrodes while there. The patient again broke out in a bad rash and the doctor told her to discontinue the use of the unit. The patient will still be returning an example of the electrodes.

Event description:
It was reported by the patient that her skin became irritated while using the 62b electrodes. The patient stated that she did not do the time test and used the same electrodes for 2 days in a row. The patient would take the electrodes off and put the same ones back on. Our customer service representative advised the patient to wait until her skin was completely healed then conduct a time test at 1-hour increments starting with the 63b electrodes. They also discussed changing the electrodes each day and changing the position of her skin. The patient was advised to call back if there are any issues during the time test. The patient stated that she stopped using the product on her own because of the allergic reaction to the electrodes. The patient made her doctor aware that she stopped using the product. The doctor did not prescribe any medication to her. The patient stated that she will talk to her doctor again and might try treatment again starting with 30-minute increments. The patient will return an example of the 63b electrodes and will follow up with them next week. The patient stated that she went to the emergency room last week for an unrelated issue and used the electrodes while there. The patient again broke out in a bad rash and the doctor told her to discontinue the use of the unit. The patient will still be returning an example of the electrodes.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device was returned to zimvie for investigation. The reported event was not verifiable after the investigation associated with skin irritation. The device history record was reviewed and no discrepancies related to the reported event were found. No physical and/or functional condition could be found after the DHR that could be considered a causal factor for the reported complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly zimvie will continue to monitor for trends.